Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing syncope and hitting their head. Review of electrograms revealed that during that time, the implantable cardioverter defibrillator exhibited noise on the atrial channel and intermittent ventricular oversensing on the ventricular channel which caused inhibition of pacing. It was determined that the cause of the noise was electromagnetic interference from a water pump that the patient was working on at the time. No device intervention was performed. It was noted that the patient had a cerebral bleed but the patient was in good condition after the event.